Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017 they had passed out in a tub due to low blood glucose. The customer's blood glucose reading was 25 mg/dl. The insulin pump was in auto-mode. The paramedics was dispatched. Troubleshooting was performed on the insulin pump. No malfunction was noted. The customer stated they will revert to manual mode. The insulin pump will not be returned for analysis.